Manufacturer narrative:
Concomitant medical products: product ID: 37082-20, serial#: (B)(4), product type: extension. Other relevant device(s) are: product ID: 37082-20, serial/lot #: (B)(4), ubd: 19-may-2020, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
The healthcare provider reported when the 2x4 extension kit was opened during the implant procedure it had inside 1x8 extension. No further complications were reported/anticipated.